Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000 ml evacuated container lost its vacuum pressure. This occurred while the device was connected to tubing with an 18 gauge needle and while fluid was being drained from the patient¿s abdomen. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded by the customer; therefore, a device evaluation could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.